Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing undesired nerve stimulation at the ipg site. Patient reports practicing extreme yoga. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Issue resolved.